Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). IFU not followed - it was noted that bss was used. The precautions section of the product's instructions for use (IFU) states: the lens has been validated with sodium hyaluronate ophthalmic viscosurgical devices (ovds); the use of other ovds and lubricants may cause damage to the lens and potential complications during implantation. Manufacturer's codes for: type of investigation, findings, and conclusion are pending the completion of the product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Damaged haptic after implantation it was noted that bss was used. The doctor noticed blue tip of of the trailing haptic was missed after implantation. The iol was stable in the bag and wasn't explanted. The iol was also stable a day after the surgery. Va of the eye was good.

Event description:
Damaged haptic after implantation it was noted that bss was used. The doctor noticed blue tip of of the trailing haptic was missed after implantation. The iol was stable in the bag and wasn't explanted. The iol was also stable a day after the surgery. Va of the eye was good.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 - corrected to yes. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for corrected information and additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. Portions of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. A damaged loop fragment was found in the injector near the tip of the trailing haptic. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 255). The dye testresult showed the injector tip was properly coated. Proper coating allows the lens to advance. We could release a re-installediol from the returned injector without any problems. The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. (B)(4) has been initiated for "damaged haptic" complaints.